Event description:
Info received indicates fluid ingress onto the left siderail ucm board and cable.

Manufacturer narrative:
The tech found the siderail gaskets worn. The tech replaced the left caregiver ucm board and cable to repair the bed.